Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for low blood glucose levels. The customer stated, she may have slept on the pump during the night and inadvertently programmed a bolus. Troubleshooting revealed that a bolus was delivered in the middle of the night. The customer stated, she did not program that bolus. The insulin pump passed the displacement test.